Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the lens is fogged in the upper right area and is impairing the image during surgical procedures. No negative impact in state of health reported.

Manufacturer narrative:
Additional information: a detailed analysis of the cause cannot be carried out at this time, as the optics have not been made available to us despite multiple written requests. Regarding the customer's description, several factors such as mechanical damage, chemical damage, leaks, and inadequate preparation may contribute to negative imaging. At the time of product testing by test lot 40002295176 on (B)(6) 2024, no deviation was found. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device malfunctioned during surgery. There was no additional medical intervention required. There are no adverse consequences for the patient. The event is filed under internal karl storz complaint ID: (B)(4).